Event description:
It was reported that when the device was used during a laparoscopic cholecystectomy, the device would not activate. Another device was used to complete the case. There was no consequence to the pt.